Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient was hospitalized on (B)(6) 2024. Patient stayed in the hospital for nine hours. Skin got bulge at insertion site after removal of set. It appeared after four days. Doctor drained the bulge and prescribed antibiotics for treatment. Patient was released from hospital on (B)(6) 2024. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) plan/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2024-37116), was submitted on 15-jan-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 05-feb-2026,it was found that the serious injury was not to related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: correction: this MDR is being submitted to correct the submitted lot number.

Event description:
To date additional patient or event details have been received which is added in h11.